Manufacturer narrative:
The insulin pump passed the displacement test, active current test and self test. The power management tool indicated no abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph. Pump failed the sleep current test due to moisture damage on the electronic assembly. Charge/battery lasts less than expected confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was replacing battery after every two days. Customer¿s blood glucose level was unknown. Customer reported that the battery cap was not damage. The insulin pump will be returned for analysis.